Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient¿s spouse that there was an alert coming from the device and at a recent procedure, the device was deactivated due to the patient receiving 6 shocks. Follow-up attempts were made and no additional information received. No further patient complications have been reported as a result of this event.